Event description:
A tandem mobi cartridge alarm was reported during the load process, and there was no adverse impact on the customer's blood glucose level. It was confirmed that the issue was previously reported, and cts decided to replace the pump. The customer will use a backup insulin pump to ensure continued insulin delivery.